Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a heavily calcified native valve, the valve was implanted at a depth of 6 mm. Moderate to severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed, however, the pvl remained the same. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve in valve, 3 mm deeper than the first valve. The resulting pvl improved to trace. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pr e-existing patient conditions. In this case, the pvl was most likely due to patient anatomy, as the native aortic valve was reported to have been heavily calcified. However, a conclusive cause of the clinical observation could not be determined from the limited information available. The issue was successfully resolved through the implant of a second valve, which reduced the pvl to trace. A trace pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.